Event description:
It was reported that during a da vinci s hysterectomy procedure, the harmonic curved shears insert fell into the pt. The insert was retrieved and the planned procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, the insert was returned with the curved blade detached from the distal end. The blade is approx .750" long with the fracture surface of the blade nearly straight. Additionally, engineering observed that the clamp arm was detached from the insert. One side of the clamp arm also attachment feature located near the distal end is slightly bent.